Event description:
Several attempts were made at removing a direct right atrium line from the patient. Unable to remove the line easily and the doctor was called to bedside. He attempted to remove the direct right atrium line and the catheter broke leaving approximately 5 cm inside the patient's heart. Stat chest x-rays were ordered and evaluated by the doctor.